Manufacturer narrative:
(B)(4). Additional devices implanted and/or related to this event: tg2610/06271103. The review of the manufacturing paperwork verified that these lots met all pre-release specifications. The gore® tag® thoracic endoprosthesis instructions for use state that potential device or procedure related adverse events include aneurysm enlargement.

Event description:
On (B)(6) 2009, the patient underwent a procedure using two gore tag thoracic endoprostheses to treat a dissected thoracic aneurysm. It was reported on discharge date of (B)(6) 2009, the aneurysm measured 63mm. Follow up dates and aneurysm measurement: (B)(6) 2009, 60mm, (B)(6) 2010, 67mm, (B)(6) 2011, 67mm, (B)(6) 2012, 67mm, (B)(6) 2013, 69mm. On the most current follow up visit dated (B)(6) 2014, the aneurysm measured 70mm. There is 7mm of aneurysm enlargement. It is unknown why the aneurysm sac has enlarged and there has been no reintervention planned at this time.